Manufacturer narrative:
Correction to the initial MDR in block b5. A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
Device analysis of the returned superion indirect decompression spacer revealed that the implant failed functional testing. The cam lobes deployed in a non-uniform pattern, with a noticeable delay in the deployment of the superior cam lobe. Although the implant ultimately deployed completely and successfully, the superior cam lobe showed resistance to rotating freely around the pivot pin. Microscopic examination indicated damage to the actuator at its mating surface, along with evidence of spindle burnishing consistent with engagement by the driver. The representative confirmed the presence of dense bone, which may have led the user to apply excessive force during implantation. This suspicion is supported by the observed damage to the actuator and spindle, as repeated deployment attempts under such conditions can cause significant wear on the pivot pins, resulting in cam lobe malfunction. Additionally, a labeling review was completed and revealed no anomalies. The instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that if resistance to deployment is encountered, and repositioning of the implant is required, rotate the driver counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
Device analysis of the returned superion indirect decompression spacer revealed that the implant failed functional testing. The cam lobes deployed in a non-uniform pattern, with a noticeable delay in the deployment of the superior cam lobe. Although the implant ultimately deployed completely and successfully, the superior cam lobe showed resistance to rotating freely around the pivot pin. Microscopic examination indicated damage to the actuator at its mating surface, along with evidence of spindle burnishing consistent with engagement by the driver. The representative confirmed the presence of dense bone, which may have led the user to apply excessive force during implantation. This suspicion is supported by the observed damage to the actuator and spindle, as repeated deployment attempts under such conditions can cause significant wear on the pivot pins, resulting in cam lobe malfunction.